Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia followed a usual for me lunch meal announcement. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Meal doses of similar size prior to this event did not result in hypoglycemia. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was likely caused by the user over-estimating the carbohydrate content of their meal, resulting in an excess of insulin relative to their need.

Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event resulting in hospitalization. The user did not recall the exact event date but is estimated to have occurred on (B)(6) 2024. The user reported their blood glucose (bg) dropped to 64 mg/dl. The user administered a glucagon shot and had family call for emergency transport to the ER. The user took glucose tablets and received medical intervention at the ER. During the call, the user expressed a preference to discuss details about the hospitalization during a follow-up scheduled for wednesday, (B)(6) 2024. On (B)(6) 2024 a beta bionics customer care agent followed up with the user about the event. The user declined providing additional information and expressed they did not want to answer any questions.